Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? Unknown. Are there any photos of the discontinuous device? Please send to: (B)(4). No. What is the device lot number? Unknown. Was the device noted to be discontinuous prior to the explant? Yes. Was the device initially effective in controlling reflux? Unknown. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown. Did the patient have any other surgeries in the area? No. Is a replacement linx or fundoplication planned? No. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Unknown did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunosuppressive drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient suffered from dysphagia and resulted in an explant of the device (B)(6) 2024. Rep noted that the wire was broken and the first bead not connected to the clasp.